Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025 it was reported by the clinical diabetes specialist (cds) via email that on (B)(6) 2025 the end user experienced hypoglycemic event that required medical intervention. It was reported that the users marital partner called emergency medical services (ems) after the user lost consciousness. Ems checked the users blood glucose (bg) levels via glucometer and found them to be 30 mg/dl, although the continuous glucose monitor (cgm) displayed 60 mg/dl. Paramedics administered intravenous glucagon and fluids and transported the user to the emergency room (ER). The user was observed in the ER but not admitted and released the same day. Immediate health effects include loss of consciences, seizure, profuse sweating. No long-term health effects reported.